Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned for evaluation as the stent remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an existing free perforation with extravasation in the circumflex coronary artery, a 2.8x19 rx graftmaster covered stent was deployed at 15 atmospheres (atm), but the stent graft leaked slightly. Thus, another 2.8x19 rx graftmaster was deployed at the same pressure, completely sealing the leak and perforation. Use of the graftmaster devices did not cause or contributed to any adverse patient sequelae. The patient left the procedure in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.